Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified unspecified lesion. The 2.50x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross the lesion. The physician removed the device from the patient and noticed that the proximal edge of the stent was lifted up. The procedure was completed with another of the same device with no patient complications reported.